Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the arm between 36 and 48 hours, the site was warm, itchy, red painful, stinging, infected with pus coming out. The patient visited the doctor, who prescribed antibiotic (doxycycline pills) to be taken for 2 weeks twice a day. Blood glucose (bg) levels were 6 mmol/l (108 mg/dl) at the time.